Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sjogren's syndrome as well as additional physical ailments . Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported via regulatory agency "swollen painful lymph nodes especially around the implant site," "pain/burning/itching around implant site, scar itching," "depression, anxiety, panic attacks," and "nerve damage around implant site." Patient additionally reported, "sjogren's syndrome and breast implant illness," "multiple sclerosis, fatigue, fibromyalgia, connective tissue disorders," "laryngopharyngeal reflux, middle ear effusion, premature dental caries and tooth loss," "brain fog," "hysterectomy," "early menopause," "uterine fibroids," "endometriosis," "adhesions," "hair loss," "dry hair," "premature aging," "insomnia," "sleep disturbances," tinnitus," "excessive mucus in throat," "throat clearing," "cough, throat/vocal cord irritation," "difficulty swallowing/choking," "gerd," "pnd," "metallic taste in mouth," "hypersomnia," "metallic smell," "extremely dehydrated, difficulty hydrating, frequent urination," "urinary incontinence," "ibs," "stomach distention," "chronic constipation," "cold/discolored limbs," "shortness of breath," "feel like I am slowly dying," "sinus surgery," "degenerative disc/joint/bone disease," "stenosis," "stuck in slow motion," "deformed brittle nails," "gastritis, laryngitis, optic neuritis, tendonitis, tenosynovitis," "dry eyes, dry mouth," "cognitive dysfunction," memory loss," "seizures," "ovarian cysts," "breast fibroid cysts," "joint pain," "osteoarthritis," "muscle pain," "pain/weakness in arms, hands, fingers, feet, toes," "muscle weakness," "eczema, dermatitis," "chest pain/heaviness," "slow healing," "slow recovery," "easy/excessive bruising," "vertigo," "headaches, migraines, ocular migraine," "nausea," "frequent utis, frequent yeast infections," "persistent bacterial and viral infections," "palpitations, rapid heartbeat, bp changes," and "benign tumor"; these events are not related to the device. Device remains implanted. This record is for the right side.